Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone for high blood glucose. The customer¿s blood glucose level was 432 mg/dl at the time of the incident. The customer experienced symptoms such as thirsty, excessive urination. Customer treated for high blood glucose with manual bolus. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.